Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The customer's reported problem was confirmed through functional testing. The pump did not pass the power-up test. During inspection found the downstream occlusion (dso) seal to be separating. The most probable cause of the issue was a software remediation problem. The device's software was restarted, and the dso seal was replaced in order to fix the issue.

Manufacturer narrative:
B3: unknown; month and year valid. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump failed remediation due to error code 44510 appearing. There was no patient involvement.